Event description:
Customer reported that a mobile app froze while they were delivering a bolus on their iphone 16 pro max using ios version 18.5. Blood glucose levels did not exceed 500 mg/dl nor drop below 54 mg/dl, indicating no adverse impact. To resolve the issue, customer was instructed by technical support to force close and reopen the app, after which the screen cleared, and everything appeared normal.